Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative.the x-stage cover was found to be damage. The issue was resolved upon part replacement. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during planned maintenance (pm) the gantry was found to be stopping every couple of inches when moving in the x-direction. No patient present.